Manufacturer narrative:
The t:slim user guide states: this alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm during the night. There was no impact to the customer's blood glucose level. Tandem technical support educated the customer on the pump's auto-off safety feature.